Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds and impedance have been rising since implant and a fracture was suspected. Both the unipolar and bipolar impedances measurements were now high. The patient was not symptomatic; however, at times feels the pacing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.